Event description:
A malfunction was reported on the pump, identified with a malfunction code of malf 12. There was no reported impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. The pump was replaced to resolve the issue, and the customer will use current pump for insulin therapy until the replacement arrives.